Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty isolation circuit card. The device was evaluated and the reported issue was confirmed as it was noted that the 37 degree temperature simulator was connected to the arcticsun 5000, 37 degrees was displayed on the screen of the arcticsun 5000, but the patient's temperature was displayed as 30 degrees on the patient monitor(ge) connected to the arcticsun 5000 with a patient temperature out cable. The same symptom occurred when connecting to another patient monitor, and the same symptom occurred when connecting the arcticsun 5000 and patient monitor with a new patient temperature out cable. Customer declined repairs. Device underwent a functional verification test, the equipment was operating normally. Additionally, when measuring the patient temperature with temperature simulator, the patient temperature displayed by arcticsun 5000 is also normal. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient temperature displayed on an arctic sun device was different from that displayed on the patient monitor connected to the device. Per review of wo on 19may2023, no patient involvement. Symptom occurred prior to use in patients. Per follow up information received via email on 19jun2023, service performed at customer location. It has been resolved. Temperature out cable was replaced.

Event description:
It was reported that the patient temperature displayed on an arctic sun device was different from that displayed on the patient monitor connected to the device. Per review of wo on (B)(6) 2023, no patient involvement. Symptom occurred prior to use in patients.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.